Manufacturer narrative:
This report is based on the limited information provided by the customer regarding the actual product malfunction as well as the patient factors and use of the device. The product was not returned for analysis nor were any additional details such as age, lot number, or gtin information provided with this complaint. A historical review of this product number indicates a low occurrence of this type of event with only one other similar event reported during 2018. Due to the limited information and low complaint occurrence there does not appear to be enough information to suggest that a manufacturing non-conformity contributed to the reported complaint. Instructions for use indicates: do not use this device with someone who has continued highly aggressive or combative behavior, self-destructive behavior, or deemed to be an immediate risk to others or to self. The instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management monthly. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented, and acted upon as warranted based on risk. File #2022-00769.

Event description:
Customer reported complaint via email. Product broken while in use. No injuries reported, no gtin mentioned.